Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parents reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 446 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. Customer also reporting an issue associated with infusion set insertion site. Customer stated that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.